Event description:
User reported a leak from the bottom of the analyser that flowed into the walkway. No operators were harmed. No patient samples were involved.

Manufacturer narrative:
The field service representative determined the tubing from the cell rinse water sv18 was split. He repaired the tubing on sv18. A mechanisms check was performed to verify analyzer performance.